Event description:
Retrospective review - database error with the acuson sequoia system. System developed a database error during scanning and will not function. Imaging works but cannot store images.

Manufacturer narrative:
This complaint was created as a result of the retrospective review per eqms-CAPA-001508 implementation action. Reference: (B)(4).

Manufacturer narrative:
The initial report (MFR# 3023245-2024-00043) was being submitted following a retrospective review performed by siemens ultrasound. This report is being submitted as the investigation is completed. In this case, service reviewed the log files and initially stated the problem could be a network issue. The software was then reloaded and the issue was resolved at the site. The issue did not recur. However, since the software was reloaded on the system to re-initialize the database. If any un-archived studies were in the database, they would be lost. Reference# (B)(4).